Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of overfill, fluid overload and which warranted hospitalization and repair of the patient¿s pd catheter (not a fresenius product). The likely cause of the alleged overfill and fluid overload was triggered by a malfunctioning pd catheter (not a fresenius product). However, even patients practicing the best techniques may incur overfill event(s), and in fact many patients on peritoneal dialysis are often volume overloaded. No treatment data was provided for the date of the event, nor has the liberty select cycler been returned the manufacturer for evaluation. Therefore, based on the information available, a contributory relationship between the liberty select cycler and the alleged overfill event cannot be excluded.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported being hospitalized due to overfill. Reportedly the patient was retaining approximately 50 lbs of fluid prior to admission, and their pd catheter (not a fresenius product) had stopped draining. During follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the hospitalization was due to fluid overload and a malfunctioning pd catheter (not a fresenius product). The patient¿s pd catheter was removed while hospitalized, and the patient was transitioned to hemodialysis (hd). The patient is reportedly recovering. The pdrn stated the volume of retained fluid reported by the patient could not be confirmed. Subsequent attempts to obtain additional have thus far proven unsuccessful.